Manufacturer narrative:
These selections were accidentally omitted from initial MDR.while a malfunction did occur, the serious injury option should have been checked as the spinal screw was removed during the reported event.

Event description:
A medtronic representative reported that the surgeon broke the tip on a navigated driver during a spine surgery. It broke off in the screw head and the screw needed to be removed. The case continued as planned with another driver. There was no negative impact to the patient outcome reported.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The tip of the driver was deformed and twisted, but not broken off as reported. The device was replaced and there were no further issues.